Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information obtained during the product evaluation. Current repair. Product evaluation: product review of the skin graft mesher sn (B)(4) by (B)(6) on (B)(6) 2020 revealed that the roller, comb, sideplates, and ratchet were damaged. They were unable to do a pre-test due to the damaged comb, so the calibration could not be verified. Product repair: repair of the device was performed by (B)(6) on (B)(6) 2020 which included replacement of the following: roller, comb, sideplates, ratchet. Additional repair included recalibration. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). Previous repair: skin graft mesher sn (B)(4) has not been previously repaired/evaluated before (B)(6) 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review ((B)(4)) in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
It was reported that the device needed calibration. No further information provided. This was sent back for calibration. No adverse events were reported as a result of this malfunction. Device inspection found a bent comb.